Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the investigation of this complaint was based on information provided, the returned product along with the package insert. The returned product was returned used. Visually inspection has identified two marks on the tip of the sheath. Small marks where also seen at the edge at the tip of the sheath; however these were only visible with magnification. It is not possible to determine the root cause of this event; however, the package insert states under "users precautions - 3. Other cautions - if the packaging has been opened prior to use, or there is damage or contamination, and if abnormalities such as damage to the component can be seen, do not use the device." The investigation showed marks on the sheath tip as described. Unfortunately it has not been possible to find an exact root cause for this event. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient in his 80's underwent taa repair with right approach. The patient was suitable for endovascular repair with no calcification, tortuosity or thrombosis, and the procedure was conducted as labeled. When the delivery system of the device was advanced, resistance like being caught on something was encountered and made the delivery system unable to advance. Then, the physician removed the delivery system and confirmed that the sheath tip was damaged. The device was judged as defective and no other product was used instead. Final confirmatory angiography showed no endoleak. Patient outcome: there has been no adverse effects to the patient.